Event description:
A customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) instructed the caller on several troubleshooting steps, which did not resolve the issue. Consequently, cts decided to replace the pump and informed the customer that the replacement would come with updated software. The customer was instructed to allow the battery to deplete before returning the pump and to use the return box and pre-paid label provided by tandem. Although the customer acknowledged the instructions, they disconnected the call before confirming all details and were informed they would need to set up their new pump with their existing settings. There was no backup insulin therapy available, so the customer planned to consult their healthcare provider.